Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of premature tip deployment. Imdrf patient code e1108 captures the reportable event of biloma. Imdrf patient code e0506 captures the reportable event of significant gastrointestinal bleeding. Imdrf patient code e0513 captures the reportable event of hepatic pseudoaneurysm. Imdrf impact code f02 captures the reportable event of patient death. Imdrf impact code f23 captures the reportable event of embolization.

Event description:
Hit was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. Post ercp procedure, a computed tomography (CT) scan was performed and revealed an unknown retained metal fragment, and a biloma. Subsequently, the patient developed a significant gastrointestinal bleed due to a left hepatic pseudoaneurysm that required embolization. The patient subsequently deteriorated and passed away on (B)(6) 2023. The operator of the device does not recall the tip of the basket disengaging during the procedure, nor that the basket looked open when it was retracted; however, it was a difficult extraction and some of the stones had burst the extraction balloons several times during the procedure which suggests the stones were hard. The unknown retained metal fragment could not be found during post-mortem. In the physician's assessment, although that there is no way to be certain what the metal fragment exactly is, it is possible it may be the tip of the basket. Good faith efforts to clarify the official cause of death and the physician's assessment of the exact relationship between the trapezoid basket and the patient's death have been unsuccessful to date.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. Post ercp procedure, a computed tomography (CT) scan was performed and revealed an unknown retained metal fragment, and a biloma. Subsequently, the patient developed a significant gastrointestinal bleed due to a left hepatic pseudoaneurysm that required embolization. The patient subsequently deteriorated and passed away on (B)(6) 2023. The operator of the device does not recall the tip of the basket disengaging during the procedure, nor that the basket looked open when it was retracted; however, it was a difficult extraction and some of the stones had burst the extraction balloons several times during the procedure which suggests the stones were hard. The unknown retained metal fragment could not be found during post-mortem. In the physician's assessment, although that there is no way to be certain what the metal fragment exactly is, it is possible it may be the tip of the basket. Additional information received on april 16, 2024: on (B)(6) 2023, the patient underwent a planned repeat ercp to remove and replace a stent placed during an ercp procedure on (B)(6) 2023. On (B)(6) 2023, the patient presented to the ambulatory assessment unit (aau) with a 3-4-day history of epigastric/right upper quadrant pain radiating through to the back and a 2-day history of vomiting. A CT scan was performed on admission. The radiologist that reviewed the CT scan was suspicious of a liver abscess or biloma, with a suggestion of a possible bile duct injury. Additionally, an unknown retained metallic object was visible at the tip of the stent. The patient's antibiotics were changed to treat the liver collection. On (B)(6) 2023, the patient experienced large volume episodes of melena over the next 48 to 72 hours, requiring several units of red blood cells to be transfused. On (B)(6) 2023, a gastroscopy showed no source for the bleeding, but did demonstrate that the stent had partially migrated. On (B)(6) 2023, a CT angiogram identified the left hepatic artery pseudoaneurysm as the cause of the bleeding. On (B)(6) 2023, the embolization took place, which resolved the melena. On (B)(6) 2023, an infectious diseases consultation identified an enterococcus faecium infection, which was treated with antibiotics. The patient continued to experience ongoing epigastric pain and vomiting. On (B)(6) 2023, a troponin rise was found on successive blood tests and type ii myocardial infarction was confirmed with regional wall abnormalities on echocardiography. Afterwards, a fever and rising white blood cell count indicated an infection and antibiotic treatment continued. On (B)(6) 2023, although the patient remained clinically unwell, there were several indications of recovery and improved inflammatory markers. On (B)(6) 2023, the patient deteriorated, the inflammatory markers worsened, and their blood pressure dropped. Palliative care was initiated, and the patient passed away the following day on (B)(6) 2023. It was reported by the coroner that the metal tip of the trapezoid rx wireguided retrieval basket did not cause or materially contribute to the patient's death. The official coroner's medical cause of death lists the following: 1. Sepsis with bronchopneumonia and adult respiratory distress syndrome; 2. Ascending cholangitis due to gallstones, treated with endoscopic retrograde cholangiopancreatography and stenting; 3. Upper gastrointestinal hemorrhage due to left hepatic artery pseudoaneurysm; 4. Myocardial ischemia with left ventricular dysfunction; 5. Atrial fibrillation; 6. Chronic lymphocytic leukemia.

Manufacturer narrative:
Block h2: additional information; block a2 (patient age), block a3 (patient sex), block b5 (event description), block b7 (other relevant history), and block h6 (patient codes and impact codes) were updated based on additional information received on april 16, 2024. Block h6: imdrf device code a150103 captures the reportable event of premature tip deployment. Imdrf patient code e1108 captures the reportable event of biloma. Imdrf patient code e0506 captures the reportable event of significant gastrointestinal bleeding and melena. Imdrf patient code e0513 captures the reportable event of hepatic pseudoaneurysm. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e0603 captures the reportable event of cardiac enzyme elevation. Imdrf patient code e0311 captures the reportable event of high white blood cell count. Imdrf patient code e061202 captures the reportable event of myocardial infarction. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf patient code e2321 captures the reportable event of hypotension. Imdrf impact code f02 captures the reportable event of patient death. Imdrf impact code f23 captures the reportable event of embolization. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2302 captures the reportable event of blood transfusion due to large volume episodes of melena. Imdrf impact code f2202 captures the reportable event of a repeat endoscopic procedure. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f2302 captures the reportable event of medication required. Imdrf impact code f2204 captures the reportable event of blood tests. Imdrf impact code f07 captures the reportable event of exacerbation of existing condition.